Manufacturer narrative:
(B)(4). The device history review could not be conducted since involved lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Noted constant bubbling from air leak meter. They troubleshooted by clamping the tubing which indicated the leak was coming from the tubing down. Changed the unit 4 times however continued to leak. Contacted writer and writer suggested they check red connection and port. Found bubbling stopped when they clamped corrugated tubing on the other side of the red connection port where sample port is which suggests leak from red connection/sample port. Tubing with red connection to be collected and returned for inspection.